Event description:
It was reported that the electrocardiogram markers on the latitude electrogram are misaligned. This is likely due to a loss of telemetry. Technical services advised to have the patient send another latitude transmission to see if it is resolved. At this time, the subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service. No adverse patient effects were reported.